Event description:
A report was received via social media that the patient had developed (B)(6) infection under the ipg. The patient underwent an explant procedure. No further information could be obtained.